Event description:
It was reported that the patient had recurring incontinence with his artificial urinary sphincter (aus). The pressure regulating balloon (prb) was explanted and replaced. Patient is fully recovered.